Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. 4 reported devices were received for evaluation; 3 events were confirmed during testing. Evaluation found an external substance on 3 devices. The event was not confirmed on one of the devices. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 4 </noe> malfunction events, in which the device was reportedly leaking. There was no patient involvement; no patient impact.